Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies noted. The helix/lobe was distorted/bent. There was blood/body fluid present in in/on helix/lobe mechanism (sleeve head) and in/on helix/lobe mechanism. While the turning the is-1 pin, torque transfers to the helix without difficulty. The helix is stretched out of specification.

Event description:
It was reported that during the implant procedure there was difficulty to push the stylet inside the lead. In addition, the active fixation mechanism did not work and was not possible to screw the helix neither in nor out. The device was not implanted. No patient complications have been reported as a result of this event.